Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with possible fracture of the tibial component seen only on the ap standing film. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 medical devices: persona articular surface medial congruent (mc) left 10 mm height catalog#: 42512100710 lot#: 65141833 femur trabecular metal cruciate retaining (cr) narrow porous catalog#: 42502206201 lot#: 65517127 nexgen complete knee solution, trabecular metal standard primary patella catalog#: 00587806532 lot#: 65389351 customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision approximately seventeen months post-implantation due to a painful tibia. The tibial tray and insert were removed and replaced.